Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he had a red and itchy rash under the lifevest. The patient reported that the rash had become open from scratching it. The patient's doctor recommended benadryl. Follow-up indicated that the condition of the rash was the same. The medical outcome of the rash is unknown.